Event description:
The suspect device result was 491 mg/dl. The user had a seizure and emts were called. Their glucose was 124 mg/dl per a lab test. Patient was taken to the hospital and kept over night. Controls were not used. The device was replaced and requested to be returned for evaluation.